Event description:
The biomed technician reported a colleague infusion pump with a 403 failure code. It is unknown when this condition occurred. This condition was reported to have occurred during use. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. (The user interface module software version is currently unknown).

Manufacturer narrative:
(B)(4).device evaluation: the reported condition of failure code 403 was confirmed during product evaluation. The assignable cause was a defective user interface module printed circuit board. The user interface module printed circuit board was replaced to correct the reported condition.the user software version is 6.13.92.should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has not yet been received. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4):upon customer contact, failure code 403 was reported in error, as this was the reported condition of another device returned for service at the same time. The reporting of the correct condition will be captured under remedial action exemption file number (B)(4).